Manufacturer narrative:
(B)(4). A batch review was performed for suspect lot number(s) h10h31055, h10b26041, h10c31049, h10a06037 and h10f01037 with no defects noted. The cause of the peritonitis was determined to be poor aseptic technique. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a nurse from the USA of the patient made a mistake (touch contamination) and peritonitis coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer service, the patient's nurse reported the following information. On an unreported date, the patient experienced a mistake and touch contamination and developed peritonitis. On (B)(6) 2010, the patient was hospitalized for the peritonitis. It was unreported if treatment was provided. Dianeal therapy was ongoing. At the time of this report, the patient was recovering from the peritonitis. It was unreported if the patient had recovered from the patient made a mistake /touch contamination. Per the nurse, the peritonitis was unrelated to dianeal therapy. A causality statement was not provided for the patient made a mistake/ touch contamination.